Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that loss of connection occurred on 8-22-2022 for receiver with serial number (B)(6). However, receiver with serial number (B)(6) was returned for evaluation. An external visual inspection was performed and passed. Harge and boot testing was performed and passed. Nordic bluetooth pairing test was performed and passed. Functional test results was performed and passed. A review of the receiver logs was performed and signal loss was not found for serial number (B)(6) within the investigation window. A probable cause could not be determined as the allegation was not found. The reported event of loss of connection is reportable based on data does not reflect on incident date 08/22/22 in receiver log, and receiver passed testing. No injury or medical intervention was reported.